Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Device evaluation: the photograph provided by the customer was evaluated. The picture showed an eye being implanted with a 3 pc lens claimed to be a sensar monofocal iol model ar40e. A thin grayish discontinue lineal smear/scratch like mark can be observed from 11:00 to 5:00 (in relation to the picture). The root cause and the potential clinical impact of the reported issue cannot be determined from a picture assessment. The complaint issue "cosmetic issues" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting the intraocular lens (iol), a scratch was noticed on the optics of the lens. No further information was provided.